Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the cassette while setting up their cycler for their pd treatment. The patient stated that one of the supply bag lines was loose and that there was fluid on the floor but not around the cycler. The patient reported receiving a supply bag lines are blocked alarm during dwell 3 of 5 of treatment. It was reported that an alternate treatment option, manuals was available. The patient was advised to follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd). The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient reported having some issues with the cycler draining but was able to resolve them on her own and has continued with peritoneal dialysis on the same cycler without issue and without reoccurrence of the reported event. The cassette used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.